Manufacturer narrative:
Section b5: the patient's previous cva is reported within MFR. Report number 2916596-2018-04680. Sections b5, d4, h4: additional information. Manufacturer's investigation conclusion: the report of a malpositioned inflow cannula could not be confirmed through this evaluation as the device is not available for investigation and no images showing the misalignment were provided. Additionally, a specific cause as well as a duration of time for which the inflow cannula was potentially misaligned could not conclusively be determined through this evaluation. However, low flow alarms were confirmed through the submitted log file, and although a specific cause for the alarms could not conclusively be determined through this evaluation, the account attributes them to the misalignment. The submitted log file contained data from (B)(6) 2019 through (B)(6) 2019. The log file captured multiple sustained and a single transient low flow hazard alarm on (B)(6) 2019. The low flow hazard alarm is triggered when the calculated flow drops below the low flow threshold of 2.5 lpm for at least 10 seconds. Calculated flow dropped as low as 2.4 lpm during these events and averaged 3.3 lpm throughout the captured data. Also, the log file captured 207 pi events, comprising the majority of the captured data. No other atypical alarms of events were captured. The pump maintained a speed above the low speed limit for the duration of the log file and the pump appeared to be functioning as intended. An echocardiogram revealed the presence of a material near the inflow cannula. The patient underwent an exploration procedure and upon the peeling back of the silicone sleeve of the sealed inflow conduit flex section, a yellow/white tissue accumulation was observed. The account described the tissue as ¿fatty like¿ and it appeared to be occupying the space between the outer silicone sleeve and the knitted graft of the sealed inflow conduit flex section. Tissue will fill the space between the silicone sleeve and the knitted graft due to holes in the graft attachments and is not considered abnormal. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . No product is available for investigation. No further complaints have been reported at this time. The hmii IFU provides instructions regarding the installation and orientation of the sealed inflow conduit. This document states that care must be taken to avoid excessive angulation of the sealed inflow conduit once the left ventricular assist device is in-situ and the ideal orientation will anticipate that the dilated lv may shrink in size as its workload is assumed by the pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the low flow alarms have persisted post-surgery. After reviewing cta, the cardiac surgery department believed the inflow cannula of the pump to be malpositioned. The patient is not a surgical candidate for any further intervention as risk of complication and further cva outweighs the benefit of surgically revising the inflow cannula. The patient's blood pressure is being carefully managed and adequate hydration is being encouraged.

Manufacturer narrative:
Approximate age of device, 5 years, 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient's log files captured frequent pulsatility index events and periods of low flow events on (B)(6) 2019. An echocardiogram revealed material near the inflow cannula. The patient went to the operating room (B)(6) 2019 and surgery revealed a fatty-like tissue between the inflow graft and the white outer coating. The tissue was removed and the patient was doing well after leaving the operating room.